Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted of the anvil noted that the anvil was tilted and matched the reload. There was no noted damage to the grasping notch and anvil splines. The anvil cut ring was partially severed. Visual inspection of the reload noted that the instrument was fully fired. The pushers were visible above the cartridge. The knife blade showed signs of normal use. A design/software assessment was performed for this event. The design assessment concluded related to complaint full details of this assessment are available in the corresponding task. It was reported that during a robotic laparoscopic sigmoid colon procedure, the device was appearing to fire but did not cut, a yellow indicator for both the adapter and reload was shown. The device attempted to open or advance the tilt top anvil but did not, and the screen remained yellow on the reload lane during the sigmoid circular stapling step. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigcirxl signia circ adapt x lng length (serial# (B)(6) sigphandle-rfb, sig power handle sigphandle-rfb (serial# (B)(6) sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoid colon procedure, the device was appearing to fire but did not cut, a yellow indicator for both the adapter and reload was shown. The device attempted to open or advance the tilt top anvil but did not, and the screen remained yellow on the reload lane during the sigmoid circular stapling step. The surgical time was extended by approximately 45 minutes. A new anastomosis was created and a manual circular stapler was used to resolve the issue.